Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium generated from alinity c processing module and provided the following data from (B)(6) 2025: sample ID (B)(6) initial sodium was 160 and repeat was 141. Sample ID (B)(6) initial sodium was 166 and repeat was 137. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated sodium generated from alinity c processing module and provided the following data from 9 jan 2025: sample ID (B)(6) initial sodium was 160 and repeat was 141, sample ID (B)(6) initial sodium was 166 and repeat was 137. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was evaluated. It was determined that the ict to ict pre amp cable required replacement, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the ict to ict pre amp cable did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict to ict pre amp cable were identified.